Manufacturer narrative:
The autopulse platform was returned to zoll circulation on (B)(4) 2013 for investigation. Visual inspection revealed no discrepancies. Multiple user advisory 7 and user advisory 2 messages were observed during review of archive data. Functional testing was performed with passing results. Customer's reported problem was not confirmed during investigation. It was found that the device was never used on the date that the reported problem occured. Load cell characterization confirmed that load cell module 2 was defected. Based on the evaluation results, a definitive root cause for the reported complaint could not be determined.

Event description:
It was reported that the autopulse system displayed user advisory 07 or user advisory 02. Caller stated that the lifeband won't always take up. It will sometimes stop half way down while attempting to size up. When it does start, it will run for 2 to 5 minutes and then abruptly stop, showing ua 07 or 02. Attempts at resetting the device were not successful. No adverse pt sequelae was reported. No further information was provided.